Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test or verify insulin flow block alarms due to physical damage. However, unit passed self-test, rewind, prime/seating test, basic occlusion test and force sensor test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or button keypad anomalies were noted. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has changed his sites 6 times now and every time his infusion set is clogged. The customer is not sure if something is wrong with his sets or with the insulin pump. While on the phone, the customer tried to bolus and was successful. He said that he did experience high blood glucose in the middle of the night as well as an insulin flow blocked alarm. The customer does not know what his blood glucose was at the time but does remember that it rose to over 500 mg/dl. He said that the retainer ring had broken off the reservoir compartment. The customer declined troubleshooting for the insulin flow blocked alarm. He also reported that he had a stuck button alarm that has been occurring for about 3 weeks. During troubleshooting for stuck button alarm, the customer stated that he did not press a button down for three minutes or more and that the insulin pump was not exposed to any altitude changes. The customer was advised that insulin pump would need to be replaced and to revert to a backup plan. The insulin pump will be returning for analysis. The reservoir and the infusion set will not be returning for analysis.